Event description:
Related manufacturer reference number: 2017865-2023-37620. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing and low defibrillation impedance and unspecified sensing issue on the right ventricular (rv) lead. It was also noted that the implantable cardioverter defibrillator (ICD) x-ray confirmed device migrated causing the patient discomfort. The physician elected to monitor the patient. The patient was in stable condition.